Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was found that the power button was broken. The device evaluation also found minor scratches on the top cover and front panel and there was a noisy fan.

Event description:
The customer reported to olympus, the power button on the evis exera iii video system center was broken. During the inspection and testing of the returned device, the fan was found to be too noisy. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide information obtained from the reporter, refer to b5.

Event description:
According to the reporter, the reported broken power button was not observed while the device was in use on a patient. No additional information could be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the noisy fan could not be identified. However, it¿s likely the cause is related to the fan being faulty. Olympus will continue to monitor field performance for this device.